Event description:
It was reported that the device was used during an exploratory laparotomy with removal of a caval node. The procedure was on-going when the complaint was being reported. On the 1st firing, the blade was not advancing, it finally released. When they went back to use the device again the blade would not advance. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the knife blade advanced without issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.